Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting recurring loss of prime warnings. Reportedly, the issue had occurred with multiple cartridges from the same box and cartridges were being used per the instructions for use. The reporter noted that the user had not tried using a cartridge from a different box to try and resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.